Event description:
It was reported that a malfunction occurred on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the malfunction reappeared. The caller acknowledged and understood the guidance provided.